Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered several inappropriate electric shocks due to noise oversensing. The noise was recreated and with arm movements bearing down. The patient was stated that having this device is terrifying. Programing options were recommended. Currently, this product remains in service and no additional adverse patient effects were reported.